Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, and hospitalization: overnight stay. Troubleshooting was performed but later it was declined. The customer reported the current blood glucose value was 266 mg/dl. The symptoms the customer reported at the time of the hospitalization event were headache and altered vision/vision changes. The customer reported the following led up to the event was a sensor failed, and the smartguard not activated document treatment for high blood glucose was a bolus. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l, mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer alleges the pump was under-delivering. No product return was required for mmt-397a. No product return was required for mmt-332a. No product return was required for mmt-1884l. No product return was required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
He pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches.successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink.in further full review of the pump history/traces on the event date of 13-may-2024, there is no unexpected alarms/suspends.unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-may-2024 listed on smartsolve due to insufficient data in the trace/history files.the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 13-may-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.